Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a nanocross pta catheter to treat a severely calcified cto (chronic total occlusion-100%) in the mid superficial femoral artery. The device was prepped as per IFU with no issue identified. The device was inflated using a non-mdt inflation device. It was reported, during the procedure, that a pinhole leak was observed during inflation at 12atm. The device was removed from the patient. All components of the device were removed. Another nanocross 3.5x80 was used to complete the procedure. No patient injury reported. No images of the procedure are available.